Event description:
On (B)(6) 2015, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis ((B)(4)) to treat an aortic dissection, a penetrating ulcer, and an intramural hematoma in the descending thoracic aorta. A left carotid-to-subclavian was also performed. It was reported that the c-arm equipment being used did not have good parallax on the imaging. The physician deployed the conformable gore® tag® device and then followed with an angiogram. The image revealed the left common carotid artery had been partially covered (approximately (B)(6)) by the proximal end of the conformable gore® tag® device, however the carotid artery was patent. The physician advanced a gore® tri-lobe balloon and attempted to move the implanted graft from partially covering the carotid artery, there was approximately 1-2mm of movement. The angiogram showed a patent carotid artery, however the physician was not comfortable with the partial coverage. The physician chose to implant two bare metal stents into the left common artery. The carotid artery was patent. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. For the results of the imaging evaluation. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis instructions for use may include but are not limited to endoprosthesis improper placement and/or branch vessel occlusion or obstruction.